Manufacturer narrative:
The reported device was received for evaluation. A visual inspection was carried out no issues were observed. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. The returned device was functionally tested and a blockage was confirmed. Further evaluation of the defective device showed the blockage was due to an over application of adhesive where the tube is connected to the canister. A full investigation resumed and after extensive analysis the root cause was found to be a damaged applicator used during the manufacturing process. Additionally, the inspection process was not adequately detecting the defective canisters. The manufacturing site will now implement the corrective actions to repair the damaged applicator and to retrain staff on the inspection process and tests involved. These changes will also be documented in updated work instructions and procedures. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that a soft port was not compressed, and renasys touch did not indicated/detected any problem. Flow meter indicated no leakage. No patient injury. Wound smell badly. Patient encountered similar issue on (B)(6) 2018.